Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported the pump had a ¿malfunction¿ noted as a volume discrepancy. The actual residual volume was 19 or 20 ml; the expected residual volume was unknown. A volume discrepancy was present a couple of times at refills. No symptoms were reported. The pump was replaced. No further complications were reported.